Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device upgrade, the right atrial lead exhibited insulation damage. The lead was explanted and replaced.